Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour stent was implanted during a ureteroscopy with stone fragmentation and double j implantation procedure. The event date was not provided. According to the complainant, during withdrawal, it was noticed that the stent was encrusted. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was noted to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a contour stent was implanted during a ureteroscopy with stone fragmentation and double j implantation procedure. The event date was not provided. According to the complainant, during withdrawal, it was noticed that the stent was encrusted. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was noted to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 12november2018. It was reported that the patient did not undergo regular checkups with the implanted stent, and although the stent was encrusted it was able to drain. The stent was reported to have been implanted in early october and was explanted in mid october. The stent was not removed earlier than the scheduled stent removal date. The suture was not left on the stent and the stent was removed in its entirety with the use of grasping forceps.

Manufacturer narrative:
Additional information block b5 updated. Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h11: correction to e1: initial reporter facility name from (B)(6) hospital to (B)(6) medical center, initial reporter city from (B)(6).

Event description:
It was reported to boston scientific corporation that a contour stent was implanted during a ureteroscopy with stone fragmentation and double j implantation procedure. The event date was not provided. According to the complainant, during withdrawal, it was noticed that the stent was encrusted. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was noted to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 12november2018. It was reported that the patient did not undergo regular checkups with the implanted stent, and although the stent was encrusted it was able to drain. The stent was reported to have been implanted in early (B)(6) and was explanted in mid (B)(6). The stent was not removed earlier than the scheduled stent removal date. The suture was not left on the stent and the stent was removed in its entirety with the use of grasping forceps.